Event description:
On (B)(6): customer reports that a pt was having an unk urology procedure when fluoro failed. Staff did not provide info other than to report the pt was moved to another room, where procedure was completed without incident and pt is doing fine, no reported injury.

Manufacturer narrative:
Covidien product monitoring contacted customer and was told the staff did not realize they had not set computer settings correctly to allow for fluoro and rad imaging. The customer moved pt to another room prior to troubleshooting issue and realizing their error. Staff cancelled service calls when they found their mistake in computer set up. Customer reset the system properly and all is functioning correctly. No reported problems with equipment.